Event description:
As reported by the (B)(4) study, approx 5 1/2 months post index procedure, the physician discovered a stent fracture. Ivus revealed that there was no peri-stent distal or proximal stenosis. However, there was 50-99% in-stent stenosis at the distal edge of the stent. No treatment was provided. During the index procedure, right retrograde access was used. Pre-procedure medications included aspirin and clopidogrel. 1500 units of heparin were used during the procedure. Pta was performed on a 100% occluded de novo lesion in the left superficial femoral artery of 13cm in length in a 5mm vessel diameter with angulation between 0-180 degrees. There was no calcification or thrombus present. The vessel was not ulcerated or eccentric. 2 peripheral angioplasty balloons were used during the procedure. The lesion was pre-dilated during which a type d dissection occurred. Stenosis post pre-dilatation was 70%. A 6x150mm biliary smart control stent was deployed and the lesion was post-dilated. The residual diameter stenosis was 0%. The dissection grade after post-dilatation was 0.

Manufacturer narrative:
This device is not available for testing and eval. Additional info received will be submitted within 30 days upon receipt.